Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a veterinary total hip surgical procedure on a canine, it was observed that the small battery drive device had no power. It was reported that there was a five minute delay to the surgical procedure while a spare device was retrieved. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the motor seized and was corroded. The device also failed pretest for failed check for sticky speed trigger, check the oscillation/forward/reverse mode function, check the oscillation angle, check switching function forward/reverse and check power with test bench (minimum: 67.5 to maximum: 110 w (watt). All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.